Manufacturer narrative:
This event was reported by the patient's legal representation. The implant facility is: (B)(6). The explant surgeon is (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2013. On (B)(6) 2018, the patient was diagnosed with dysuria and underwent poct urinalysis dipstick and urine culture. On (B)(6) 2019, the patient experienced recurrent uti, frank hematuria, congenital prolapse of bladder mucosa and disorders of urogenital prostheses or implants. The patient also experienced the urgent desire to urinate, stress incontinence, increased frequency of urination. The patient also suffered from mesh extrusion, hematuria and right pelvic pain. On (B)(6) 2020, the patient had a revision surgery and fistula tract between the right side of the mesh and vaginal mucosa was noted during the procedure. On (B)(6) 2020, the patient had another surgery for removal of the remaining mesh. On (B)(6) 2020, the patient was diagnosed with nocturia and neuroglia. On (B)(6) 2021, the patient visited the hospital complaining of urgency, pelvic and abdominal pain.